Event description:
On (B)(6) 2009, the pt reported that she must press the up and down buttons several times before they respond while trying to adjust the piston rod of the infusion device after a cartridge change. She stated that the issue is intermittent. During the report, the pt confirmed that the infusion device beeps and vibrates when the up and down button are pressed and she is able to perform a quick bolus properly. She changed the insulin cartridge and had to press the up and down buttons several times in order to adjust the piston rod. She stated that the infusion device has not been dropped but it has been exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.